Manufacturer narrative:
Block h4 was inadvertently filled out in a previous medwatch and should have been left blank. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the event occurred upon receipt of the device.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed evidence of a small amount of electrolyte leaked around the oxygen (o2) sensor cartridge. He installed the o2 sensor into a lab use only (luo) electronic patient gas system (epgs). The o2 sensor cartridge passed testing successfully. It was determined that the flow sensor cartridge met specification. Per data log review: on (B)(6) 2021, the o2 sensor hours were set to 0 indicating the o2 sensor was replaced. The first calibration was successful, but subsequent calibrations failed with 'o2 sensor out of range at calib' with a sensor value of 2773, 2793, and 2901. This indicated a bad o2 sensor. The log confirms the complaint.

Manufacturer narrative:
The fsr replaced the o2 sensor. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the electronic patient gas system (epgs) would not calibrate. He found that the oxygen (o2) sensor he had just replaced was reading out of range. There was no patient involvement.